Event description:
Event description cpi received information that at a follow-up visit, this ventak mini implantable cardioverter defibrillator (ICD) could not be interrogated and did not respond when a magnet was applied. The ICD was replaced.